Event description:
Patient reports the pump is resetting itself without user intervention.

Manufacturer narrative:
The pump has not been returned to animas. It was determined that there was an intermittent loss of contact between the battery cap and the pump case.